Event description:
Complainant alleged that during biomed testing, the device was unable to respond to the front panel. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The customer was contacted and they indicated that the front panel membrane was replaced prior to returning the device for eval. This investigation is inconclusive.